Event description:
Patient called in on (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 10:00pm. Patient said she kept getting prodigy readings in the 300s and she felt her numbers were supposed to be higher than that due to her mouth feeling very dry. She stated she doesn't have a 'normal' number but knows readings are always high; normally 300-500 mg/dl. Patient called medics after getting 342 mg/dl on pdc meter. Patient said she did not take insulin, eat or drink while waiting on medics to arrive. Medic's meter read 435mg/dl when test was performed 30 minutes after that of pdc meter. Patient declined medic's suggestion to go to the emergency room and/or see a doctor. She also declined treatment while medics were in her home. Per patient, last meter readings are: 7-day average 357mg/dl, 14-day average 366mg/dl, 28-day average 365mg/dl, (B)(6) 4:56pm 111mg/dl, (B)(6) 4:05pm 242mg/dl, (B)(6) 2:11pm 310mg/dl, (B)(6) 1:34pm 350mg/dl, (B)(6) 1:16pm 342mg/dl. Prodigy sent a replacement meter, batteries, ts, cs, and a prepaid envelope to patient and requested return of suspect product(s) for evaluation.